Event description:
It was reported that the minicap transfer set leaked with the twist clamp closed. Fluid was dripping out of blue tip (female connector) despite the transfer set twist clamp being twisted to the off position. This occurred after disconnection from the cycler patient line after peritoneal dialysis therapy. The transfer set had been in use for one week and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 53 (units not specified). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.